Event description:
According to the available information, the pusher detaches itself from the ureteral stent.

Manufacturer narrative:
After receiving this complaints, we didn't find another complaint on the lot number 9846742. No sample was received for this complaint but we received samples for the same issue of disconnection between the stent biosoft and the orx pusher. On the samples received, we measured pusher and jj biosoft. The pusher was conformed to our specification but the inner diameter of the stent was found above the specification. This situation can lead to a poorer connection which can explain an easier disconnection. According to the information known quality database was checked and revealed one non-conformity in relation to the issue mentionned: (B)(4): "jj biosoft out of specification": this non-conformity was opened following the reception of jj biosoft out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. Documentary investigation was performed and no anomaly was recorded during manufacturing process. A similar case study was performed based on biosoft product, defect: functionality / disconnect from october 2020 to october 2024, 22 similar cases were found.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the pusher detaches itself from the ureteral stent.